Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to a visual and mechanical inspection. The visual inspection did not reveal any deviations from the specifications. The medical inspection of the connection system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bores were within is-1 standard specifications. The set screws could be easily screwed in and out. The set screws were effectively contacting the connector pins. Also, the spring elements for the electrical contact between the lead connectors and the pacemaker channels did not show deviations. A sample lead connector could be inserted easily and connected easily to the device. Upon incoming inspection the pacemaker stimulated with the following parameters: ddd mode / 70ppm / a: 0.2v @ 0.1ms / v: 3.0v @ 0.4ms / bipolar. The pacemaker was subjected to a complete final acceptance test and proved to be with in all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional not being eri yet (elective replacement indication). In summary, this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications.

Event description:
Ous MDR - the event occurred during the device replacement from the implanted pacemaker to an evia dr-t. The physician had difficulty when connecting the evia with the existing lead which had been implanted since (B)(6) 1997. The screwdriver was inserted into the sealing plug to release the air from the set screw block, but the insertion difficulty did not improve. Despite multiple attempts, the lead insertion failed. The physician changed the evia with other device. Although slight tightness was felt, the lead could be successfully inserted into the ecos without further problem.